Manufacturer narrative:
Lot number of solution used by patient is unknown. It is unknown if the device failed to meet specifications as we have not received the complaint sample for analysis nor have we received an identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident/adverse event is unknown. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis, nor have we received an identifying lot number to guide our testing, we have been unable to determine the relationship. On may 25, 2007, amo initiated an immediate voluntary recall of its complete moistureplus contact lens solution in response to information provided that day by the us centers for disease control and prevention regarding eye infections from acanthamoeba.

Event description:
Our office reported a physician reported a female patient was diagnosed with acanthamoeba keratitis, while using complete moistureplus with her acuvue contact lenses. In 2007, the patient presented with a foreign body sensation; no treatment details were provided. She was admitted to the hospital thirteen days later, and discharged the next month. A culture was obtained but was returned negative. The root cause has not been established.